Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6940-52 lead, implanted (B)(6)2000, 419488 lead, implanted (B)(6) 2010. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited unstable impedances on the rv defib and superior vena cava (svc) coils. An alert also triggered for high pacing impedance. The lead remains in use. No patient complications have been reported as a result of this event.